Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number:1627487-2020-47792. It was reported patient experienced loss of therapy as the ipg was unable to communicate with external devices. As a result patient underwent surgical intervention where the ipg was replaced. It was noticed that the lead had invalid contacts when tested in or and the lead was also replaced thereby providing effective therapy post op.